Manufacturer narrative:
(B)(4). Medical device: stent: 2.75x23 rx xience alpine; 2.0x12 mini vision rx.. The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2017, a 2.75x12 rx xience alpine drug-eluting stent (des), a 2.75x23 rx xience alpine des, and a 2.0x12 rx mini vision bare metal stent was each implanted for treatment of an unspecified vessel. On (B)(6) 2017, the patient was rehospitalized due to encephalopathy and other unspecified cardiovascular symptoms. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional additional information was provided.